Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-06429. It was reported patient experienced ineffective coverage of therapy for more than a year approximately (B)(6) 2018. MRI results showed a progression of the disease. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.